Manufacturer narrative:
The instructions for use included with the reamer states "do not subject instruments to high loads and/ or impact as breakage can occur. As returned the reamer was found to have one of two tabs fractured and missing. The reamer also exhibits wear and scratches indicative of its use in the field. The reamer was dimensionally inspected and found to be conforming where measured aside from the previously mentioned fracture. Review of the device history records did not find any deviations or anomalies. With the provided information a definitive root cause cannot be determined. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the prongs of the reamer are bent over, and during surgery, the prongs broke off and was unable to be used.

Manufacturer narrative:
This report will be amended when our investigation is complete.